Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The heater wire was twisted & flexed away from the tip of the hot jaw and remained attached to the base of the jaw. Based on the condition of the device as returned, the reported complaint for the "bent wire" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro wires were bent upon opening package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro wires were bent upon opening package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.